Event description:
Device issue: peeling balloon material. Time of device issue: unknown. Adverse event: none. It was reported: a xience v 3.0 x 23 stent was advanced toward the 1st diagonal artery; however, resistance was felt immediately. The tip of the xience v stent delivery system was noted to be detached and remained on the guide wire. The separation occurred on the guide wire, outside the patient's anatomy. There was no adverse patient effect. During return device analysis, peeling balloon material was observed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.